Event description:
It was reported to boston scientific corporation that an expect eus aspiration needle device was used during a eus procedure in the gi tract performed on (B)(6) 2013. According to the complainant, the end of the sheath was kinked, and the needle was unable to be extended. A different device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. This event has been deemed a reportable event based on the investigation results; needle tip broken off.

Manufacturer narrative:
(B)(6). (B)(4) for the investigation finding of the needle tip breaking off. Evaluation of the device found no kinks on the sheath, and no difficulty extending the needle in a straight configuration. However, the needle tip was bent and broken. The needle tip bend is indicative of needle/sheath interaction during use in the anatomy, and would have caused difficulty puncturing the target site. If enough force was applied, the needle tip could break. The most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.